Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Customer changed out cartridge and infusion site, and reports pump seems to be working as expected.